Event description:
It was reported that the back of the lead was broken. It was noted that "after implant the lead was broken." There were no patient symptoms or injuries. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3387-28, lot# unknown. Product type: lead. The initial reporter's phone number was listed as: (B)(6). (B)(4).

Manufacturer narrative:
Product ID 3387-28, lot # 0205857657, product type lead; product ID neu_stylet_acc; lot # unknown; product type accessory. Analysis of the lead found that the insulation was broken under the connector at the proximal end. It was stated the lead was stretched and the outer insulation was torn under the #0 connector. Analysis of the stylet found no significant anomaly. It was stated the stylet wire had been bent.